Event description:
At 11:20 am, device = 431 mg/dl and lab = 355 mg/dl. The next day, at 7:30 am, device = 20 & 27 mg/dl and lab = 78 mg/dl five mins later. No treatment was admin. Controls were in range, however no values were provided. A request was made for return product, however replacement was declined.